Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of insufficient air/water flow was confirmed. In addition to evaluation in b5, the instrument channel had a leak. The switch button 1 had holes. The objective lens glue was peeling. The bending section cover glue cracked. The insertion tube had a scratched boot. Red paint on the suction cylinder was missing. The light guide tube has a buckle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus that the evis exera iii gastrointestinal videoscope air/water was not working, and no air was coming through. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle was clogged with foreign material due to insufficient cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak in the forceps channel, it is likely that proper reprocessing may not have been possible and the foreign material could not be removed. No additional facility device reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.